Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that a patient had a call your doctor icon and an out of regulation (oor) message. Impedances were normal and the patient was using group a when the oor appeared on the remote. Additional information received from the manufacturing representative reported that no troubleshooting was performed. The cause of the event was not determined. The issue was not resolved at the time of report. The patient had the oor message on group a and oor appeared at 2 volts. The patient had experienced shocking sensation but only when he was running on a hard ground. They tried to decrease the amplitude and stop the stimulation while running but it did not charge the electrical sensation. The stimulation sensation had not changed and the patient still had the same pain relief.